Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident info. Historical data indicates that fractures of this nature are most likely the result of exposure to excess forces applied during the procedure as the physician is steering, positioning or removing the guide wire. The IFU states: "do not push, auger, withdraw or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Do not allow the guide wire tip to remain in a prolapsed condition." Without the device to examine, no determination can be made as to the root cause of the reported discrepancy.

Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: guide wire separated and remains in pt. Device issue: guide wire separation. It was reported that the guide wire tip separated in the pt. Based on the small amount of info we have, we will consider the guide wire separation worse case, with the separated portion of the guide wire to still be in the pt. No add'l event or pt info is available.